Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. Visual inspection and deflection test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material, presumably blood was observed inside the pebax. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The device tip was inspected under microscope after performed the test, and it was found a hole on the surface of the pebax section. A manufacturing record evaluation was performed for the finished device number lot 31522431l and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the pebax hole could be related to the manipulation of the device during the procedure; however, could not be determined. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.